Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), pod packing coil (pod pc), and non-penumbra coil. During the procedure, the physician placed a coil in the target vessel using the lantern. While advancing the next coil, a pod pc, through the lantern, it became stuck; therefore, the pod pc and lantern were both removed. The procedure was completed using the same pod pc and another lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was kinked at approximately 58.0 cm, 59.0 cm, 130.0 ¿ 131.0 cm and 134.0 ¿ 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed kinks on its mid-shaft. These kinks likely contributed to the resistance during advancing the pod pc through the lantern in the procedure and caused the pod pc to become stuck within the lantern. During functional testing, a demonstration pod pc was unable to advance through the kinked location on the lantern. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the kink was unable to be determined. Further evaluation revealed multiple kinks on the lantern distal shaft. These kinks were likely a result of an improper use of the peel away sheath during insertion of the lantern into the apparent device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.